Event description:
Two deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10321) could not be inserted into an excelsior 18 microcatheter (details unknown).

Manufacturer narrative:
Two deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10321) could not be inserted into an excelsior 18 microcatheter (details unknown). The severely damaged coil was returned mechanically separated from the device positioning unit (dpu). The evidence suggests that the sheath's locking mechanism caught and lodged into the v notch of the resheathing tool. In this condition, the coil cannot be advanced without significant difficulty. Note: an 18 series microcatheter (excelsior 1018) was used with a 10 series microcoil system. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The excelsior 1018 has an inner lumen of 0.019". The coil was returned severely damaged. The evidence suggests that the non-compatible 18 series excelsior 1018 microcatheter contributed to the introduction difficulty of the 10 series microcoil system's coil. Note: the micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The excelsior 1018 has an inner lumen of 0.019". This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is 1 of 2 reports associated with (B)(4). Concomitant medical products and therapy dates: excelsior 18 microcatheter (details unknown).